Event description:
It was reported that already at the time of the implantation of the vibrant soundbridge, the patient was out of criteria at 3 and 4 khz. Since then the hearing loss has been steady. As required by the patient, the vorp was explanted in 2009, and she was reimplanted with a cochlear implant. The vorp was found visually intact at the explant-surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.